Manufacturer narrative:
G2: foreign country - japan multiple fdd/annex a codes were reported. A0709 was coded for active probe disconnection. Sometimes it responded, sometimes it didn't. A05 was coded for damage. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was an instrument malfunction. It was suspected that there was an active probe disconnection. Sometimes it responded, sometimes it didn't. Damage was confirmed by visual inspection. The cause could not be identified. There was no patient involvement.